Event description:
Customer reported the heparin rate was found at shift change infusing at 400 units per hour and should have been infusing at 1400 units per hour. The nurse who had the patient the previous shift is such she entered the correct number of units (1400) during her shift. The patient required an ultrasound doppler of the leg. The patient's leg was more edematous and warm to the touch. No additional medication was administered, however the heparin rate was increased to the correct rate. Customer reported 3 modules attached to the pcu. Customer is unsure which module was the incident device. Customer is requesting an event log review. Customer stated that no further patient/event details are available at this time.

Manufacturer narrative:
(B)(4). This report was filed by the manufacturer. Customer stated that product will not be returned because only a log review was requested. Although requested, logs have not been received. A follow up report will be submitted with failure investigation results should the logs be received for evaluation.